Event description:
It was reported that three closure tops stripped during final tightening intra-operatively. They were removed and replaced with other closure tops. There was a delay of 30 minutes, but there were no patient impacts. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-001945 through 3012447612-2023-00196.

Manufacturer narrative:
Component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hex is stripped. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three closure tops stripped during final tightening intra-operatively. They were removed and replaced with other closure tops. There was a delay of 30 minutes, but there were no patient impacts. This is report one of three for this event.